Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced sustained hyperglycemia after a site change and meal, with device messaging indicating ¿resume insulin delivery,¿ suggesting an interruption of insulin dosing despite intact infusion set, tubing, and supplies; delivery was resumed via the on-screen command and education was provided on monitoring and troubleshooting. Further information on the device message could not be gathered as the user reported having bad eyesight could not read the messages well. Symptoms included high blood glucose with a reported peak around 190 mg/dl and persistent elevation for over 90 minutes, backup therapy, nor medical intervention. Outcomes included transient impact to blood glucose without immediate health effects. Investigation included technical troubleshooting and user guidance from customer support. Investigation of this case revealed no device damage or setup errors identified during the call; that insulin delivery had been paused until the user resumed it. It was concluded that the event was hyperglycemia with an unclear cause, with probable contribution from an interruption of insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.